Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code is being updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the catheter was just replaced due to a ¿clog¿ and stated he felt the catheter ¿never really worked from day one.¿ prior to having the catheter replaced, the patient was ¿set at 600 something micrograms¿ of baclofen and following surgery was set at ¿100 micrograms and noticed a substantial relief in symptoms.¿ the patient was extremely concerned because there were two company representative (reps) present at surgery who told the patient they had a catheter and pump available, but were not sure what equipment would be used. The patient¿s current pump ¿had to be removed to be examined to make sure the pump had the right flow at the valve¿ and reported the pump was put back in. The patient was upset that although a new pump was available only the catheter was replaced. Now the patient¿s current pump had 14 fewer months before he needed another surgery to replace the pump rather than putting a new pump in and extending the time needed until the next surgery to replace the pump due to end of service. The patient also wanted to know how he could get the report after the catheter was analyzed. The patient was to follow-up with the healthcare provider (hcp). It was asked and unknown if the change in therapy/symptoms was sudden or gradual. The event date was (B)(6) 2017. The reporter believed the reps were aware the day of surgery while meeting the patient in person. The patient had always had baclofen in the pump and the patient was currently on 100 mcg and his pump was ¿pre programmed to increase the dosage on the date of this report to 110 micrograms. The patient also mentioned the reps reviewed with the patient they would be implanting ¿the latest and greatest catheter¿ and was told by the reps there had been ¿issues¿ in the past with kinking using prior catheter made from ¿some sort of polyethylene plastic.¿ the patient did not have further information, but was reiterating information shared by the reps. The catheter was received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that a catheter revision was booked for (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Concomitant product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving gablofen (2000 mcg/ml, 838 mcg/day) via intrathecal drug delivery pump for intractable spasticity and familial spastic paraparesis. It was reported that the hcp had increased the patient's daily dose and was seeing less clinical improvement than expected at 838 mcg/day. The hcp decided to do a single bolus to look for clinical effect; that was completed with no change. The hcp decided to do a sideport aspiration and was not able to aspirate any fluid back through the catheter. Needle placement was confirmed. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient's daily dose was decreased by 20% in anticipation that he would need a catheter revision, and a referral was being made to a surgeon for evaluation. The issue was not resolved and the patient status was "alive - no injury" at the time of this report. Surgical intervention did not occur and it was unknown whether it was planned. No further complications were reported.

Manufacturer narrative:
The catheter was returned, and analysis found a compressed area in the catheter body. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative (rep). It was reported that the patient was taken to the operating room on (B)(6) 2018 for catheter exploration. No flow was found through the catheter after disconnecting it from the pump. The sutureless connector was removed and there was still no flow. The back anchor was exposed and a kink was seen just distal to the fascia. Once the kink was released there appeared to be some flow but it was very sluggish and inconsistent. The surgeon decided to remove and replace the entire catheter, and a new catheter was placed. The patient's daily dose was reduced to 100 mcg/day and the patient was admitted for monitoring. He would be seen on (B)(6) 2018 for evaluation and dose titration as necessary. The rep was in possession of the catheter and it was returned on (B)(6) 2018 to the manufacturer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.